Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The pace/defin engine board and housing were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.